Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed the pulse test. During servicing, the tti (transthoracic impedance) circuit was reading a high current load (57, 58 ohms) compared to a normal value of 50 ohms. The cause of the pulse test failure is the high current load reading. The cause of the high current load reading is a defective cpld macro-cell component u1003. The root cause of the defective u1003 component cannot be positively identified. No adverse event resulted from the defective u1003. The last pt to use this monitor did not report any deficiencies.